Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharge antenna failure (no device found message). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported they saw an unknown "batteries low, call medtronic" message since yesterday when recharging the implanted neurostimulator (ins) battery and they saw the error message again today. Pt noted they couldn't advance past the "checking recharge quality" screen. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pss reviewed rtm placement when recharging the ins battery and pt confirmed they placed the rtm incorrectly over the ins. Pt initiated a recharge session to their ins with excellent quality. Pt noted their controller battery was at 60% and their ins battery was at 80%. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt recharge their ins battery, document any error messages that may appear, and call back if necessary. No symptoms were reported. Pt called back and stated that they were charging for 3 hours and was able to get the quality to recharging excellent but the implant battery was stuck at 80%. Pt also stated in the middle right above the wand (ps understood this as wire by the paddle and the relay box) got really hot when they charged their implant today. Pt stated the recharger cooled down. Pt called back from registered number on (B)(6) 2023 and mentioned they got the replacement recharger antenna (rtm), but they went "down to a lady" to give the old rtm to someone and they were redirected to fedex, but did not have fedex's number. Pss provided the customer service number to fedex. Pt made a side comment that said they "might end up needing a battery pack too" because they had been charging for 49 or so minutes and went from low-40% on their ins charge. Pss suggested the pt monitor the charge on their ins and if the issue persisted longer than one charge session to call back for further troubleshooting.